Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: investigation revealed the battery compartment was cracked and the returned battery cap was stripped. The returned battery cap was unable to properly secure to the pump to maintain an electrical connection for testing. A test battery cap was used and was able to properly secure to the pump and maintain an electrical connection for testing. No power loss was duplicated during investigation with the test battery cap. Unrelated to the original complaint, the display was found to be dim and discolored. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. It was reported that the battery cap would not stay secure to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.